Manufacturer narrative:
Correction: this report is a duplicate of the report submitted under manufacturer report number 1416980-2023-03658. All relevant information was captured under that manufacturer report number 1416980-2023-03658. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device underinfused medication to the patient. After the expected therapy time was completed, it was observed that approximately 25% of the medication dose remained within the device and had not been delivered to the patient. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.